Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017, at which time the ipg was explanted and replaced with a different model. Reportedly, effective therapy was regained following the procedure and the issue is resolved.

Manufacturer narrative:
1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories concomitant medical products: model 3146, scs lead - therapy date: unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between the ipg an charger. The patient was in rehab due to an unrelated surgical procedure and did not use or recharge his ipg for several months. Subsequently, the patient will undergo surgical intervention to address the issue.